Event description:
(Please note that issues of the patient's hemorrhage, seizure, memory loss and stroke will continue to be captured in manufacturer report # 3004209178-2013-17493).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
In (B)(6) 2013, it was reported the patient missed a refill. The patient¿s pump ran dry, as she was in a mental health facility for ¿other medical reasons.¿ the health care provider (hcp) seeing the patient at the time of the report was not the usual pump management hcp, but was going to fill the patient¿s pump. The hospital the patient was at did not have morphine available, thus the hcp was going to fill the patient¿s pump with dilaudid. The reporter was unsure of when the pump ran dry. The hcp was contemplating checking the pump logs to see when the empty pump occurred, and was going to do a bridge bolus when the drug was changed. The pump went empty on (B)(6) 2013. It was noted the patient had been on IV medications. The hcp was going to do a reservoir rinse and planned to give the patient a 25% increase on old drug desired dose because she did not believe the patient was opioid naive. The patient had a change in therapeutic effect. Since the refill and medication change on (B)(6) 2013, a week earlier, the patient was not feeling anything consistently. The hcp did not believe the patient was not getting any benefit, but still wanted to check the system. Per the hcp, the patient became upset at the mention of a rotor study and refused to allow the hcp to proceed. Per the hcp, it took four security guards <(>&<)> a nurse to forcibly hold the patient down. The patient was suffering from gross personality disorders <(>&<)> came from the state mental hospital. It was also noted the patient was homeless. The hcp wanted to proceed with aspirating the pump, then to put drug back into pump to assess the volume. The hcp planned to further assess the system. It was noted that if a problem was found, the plan would be explant the system, as per the reporter, the patient was a legal liability. Additional information revealed the patient had dissatisfaction with their hcp service. The patient stated she was manic, but was currently stable, but the hcp was refusing to see her related to an event that happened when she was manic. The patient reported having no memory of when she was manic. The patient was given vicodin, which gave her stomach pains, and then she ¿begged¿ to be taken to the hospital. The patient was taken to the hospital, where she had a CT scan. It was discovered she had an infection in her stomach and a blood clot. The patient ¿bled out internally,¿ had a ¿stroke and a seizure¿ and was hospitalized for a total of seven months. The hospitalization was said to not be related to her pump therapy. During the hospital stay, her pump went dry. The patient ¿tried to alert the doctors that the pump was alarming, but they would not listen.¿ the pump was filled with morphine, but ¿they¿ ran out of morphine and switched her to dilaudid. It was reported she received ¿1ml/day¿ and that she would not need another refill until ¿next year.¿ the patient had a history of bipolar disease. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).